Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was diagnosed with peritonitis while in the hospital for an unrelated event. It was unknown if hospitalization was prolonged due to the peritonitis. Treatment information was not reported. The patient was later discharged from the hospital but had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13e02083, h13e21067, h13g18044, and h13f25025 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).